Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The reported type ib endoleak of the left common iliac artery event and stent dislodgement (cranial migration into the aortic sac approximately 54mm) were confirmed. Additional, clinical assessment determined sac growth of 5mm of left common artery had occurred. These event are most likely user and anatomy related due to the left common iliac artery diameter was reported to be 26mm, per IFU should be between 8-25mm. No procedure related harms were identified. The final patient status was discharged home stable on the first post operative day following a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this event and similar events in the event further investigation is needed. Corrections: b2: outcomes attributed to adverse events has been updated, b5: describe event or problem , h6: method code: remove code 4114, h6: result code: remove code 3233, h6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately two and a half (2.5) years post initial procedure, the patient presented at routine follow-up with a dislodged left iliac limb device and a type ib endoleak as detected by CT (computed tomography) scan. The physician plans to re-intervene but surgery has not been scheduled. The patient is reported in good condition. As of date, there have been no additional patient sequelae reported. Additional information: a secondary endovascular procedure occurred on (B)(6) 2020. The physician elected to implant two (2) ovation limbs and coiling of left common iliac artery to resolve theses events. Additional findings sac growth of 5mm of left common artery occurred that was not included in the event as reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately two and a half (2.5) years post initial procedure, the patient presented at routine follow-up with a dislodged left iliac limb device and a type ib endoleak as detected by CT (computed tomography) scan. The physician plans to re-intervene but surgery has not been scheduled. The patient is reported in good condition. As of date, there have been no additional patient sequelae reported.